Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reported they mistakenly gave themselves 5 units of insulin instead of the 0.5 units of insulin they intended for. The patient did not recall their blood glucose levels during this event. The patient was given apple sauce by their doctor until they reached a blood glucose level of 100 mg/dl. The patient was released the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.